Event description:
Voluntary medwatch received states that the patient experiences lightheadedness. It was noted that the right atrial (ra) and right ventricular (rv) leads exhibited low pacing impedance. Furthermore, the ra lead exhibited low p wave and undersensing that inappropriately terminated an episode. No other patient consequences were reported.